Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance on the superior vena cava (svc) coil, high pacing impedance, and increased sensing integrity count (sic) which triggered an alert. Lead fracture is suspected. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead also had noise and was capped and replaced.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).